Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details have been provided as to the nature of the patient's injuries. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2011: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details have been provided as to the nature of the patient's injuries. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6) 2011: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix kugel. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel. Per op notes, ¿a composix kugel mesh was placed into the abdomen using sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent incarcerated umbilical hernia thereby underwent repair with removal of infected mesh. Per op notes, ¿most of the adhesions were between the previous mesh, which was very hard and displaced between the small intestine and colon. There was a large meshoma with intraabdominal adhesions. There was a chronic infection at the mesh. The entire mesh was removed. A synthetic mesh was placed.¿